Manufacturer narrative:
Age at time of event - 18 years or older. (B)(4). Device evaluated by MFR. - returned product consisted of a guidezilla guide extension catheter with only the; hub, hypotube, and the collar of the guidezilla returned. The returned device was missing the distal shaft and tip of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. Device analysis determined the condition of the returned device was consistent with the reported information. The reported damage was confirmed; however, the reported difficulty could not be confirmed as the distal shaft was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause for this complaint was considered ¿handling damage

Event description:
Reportable based upon analysis completed on (B)(6) 2015. It was reported that the guidezilla catheter became kinked during preparation outside the patient. Returned product analysis revealed a shaft fracture.